Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0dhd9, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had an intracranial hemorrhage. The patient had been in a motor vehicle accident in (B)(6) and was treated by a chiropractor. The patient status at the time of report was deceased. Additional information received reported the patient died due to the hemorrhage. They received effective therapy with no known impedance problems. They did not know if an autopsy was performed to determine the cause of the hemorrhage. Her referring and managing doctor had not received any further information.